Event description:
It was reported that the patient went in to have the pump refilled on (B)(6) 2014 around lunch time and instead of being refilled with baclofen 80mcg/ml, the pump was filled with a mixture of morphine 10mg/ml and bupivacaine 10mg/ml. After 15 minutes, the mistake was discovered and the pump contents were aspirated. The pump reservoir was not rinsed and it was then filled with the baclofen 80mcg/ml. On (B)(6) 2014, around 5pm, the patient started feeling weak in the legs. And had a headache, nausea, and vomiting. It was felt that this would match the timeframe in which the patient would start to feel the 15 minutes of bupivacaine and morphine that were delivered by the pump (based on the 15 minutes the patient would have received 0.0139mg of both morphine and bupivacaine). The physician was going to order fresh baclofen and do another reservoir refill. The pump system contents removal procedure was discussed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).